Event description:
End user reports a reduced reaction strength with cell 4 of albacyte reagent red blood cells for antibody identification (16-cell) product z473u lot v268553 expiry: 26feb24 did not react with albaq-chek product z498 lot v268265 expiry 20feb24 (vial 2 contains anti-c).

Manufacturer narrative:
As per IFU, the products have been developed for use in different test platforms therefore cannot be used together: the instructions for use for product albaq-chek z498 states that this products is designed for use as controls of blood grouping reagents in column agglutination techniques. The instructions for use for product albacyte reagent red blood cells for antibody identification z473u states this reagent has been standardized for use by tube techniques. Albaq-chek is intended for cat/gel whereas albacyte reagent red blood cells for antibody identification is for tube use. Investigation identified an off label use of the albacyte reagent red blood cells for antibody identification. End user has been infomed about and will update the test protocol. Alba biosicence reference number of this file is (B)(4).